Manufacturer narrative:
Based on the information provided, the cause of the complication cannot be determined. There is no report that a malfunction of an ion system, instrument, or accessory occurred. A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure the patient developed a pneumothorax requiring a chest tube and hospitalization. The biopsied lesion was 1.1. Cm in size and located in the right middle lobe, near the fissure. The physician believed the pneumothorax was due to the location of the lesion on the nodule of the fissure and that the pneumothorax could have potentially occurred via another biopsy modality. The initial size of the pneumothorax was small to moderate and did not increase size over time. The patient was asymptomatic and did not have any significant medical history. Both a post-procedural chest ultrasound and x-ray confirmed the pneumothorax; therefore, a 10 french chest tube was placed to resolve the pneumothorax. The patient was admitted overnight and discharged home the next morning. The preliminary diagnosis was apical cells the site was still awaiting pathology results. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.